Event description:
Related MFR number: 3004936110-2022-00165. The patient experienced an acute kidney injury due to high cardiomems reading resulting in over-diuresis. A right heart catheterization was performed the recalibrate the sensor and diuretics were withheld.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.